Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It is unknown if the device will be returned for testing and evaluation.   Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after the balloon of a 6f mynxgrip vascular closure device (vcd) was deployed, the patch does not come down. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was stored as per the labeling and was opened in a sterile field. The device is expected to be returned for evaluation. The deployer¿s mynx training status was certified. The vessel type was arterial. The user shuttled down completely. The advancer tube was not visible. Other additional procedural details were requested but were unknown.

Manufacturer narrative:
Complaint conclusion: as reported, after the balloon of a 6f mynxgrip vascular closure device (vcd) was deployed, the patch did not come down. There was no reported patient injury. The device was stored as per the labeling and was opened in a sterile field. The deployer¿s mynx training status was certified. The vessel type was arterial. The user shuttled down completely. The advancer tube was not visible. Hemostasis was achieved by manual compression. Other additional procedural details were requested but are unknown. The device was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle was engaged to the black handle. The procedural sheath was retracted as received. Upon unsheathing, the sealant was found exposed to blood and located outside the distal end of the shuttle cartridge. The advancer tube remained inside the shuttle cartridge in manufactured position. The catheter, procedural sheath and shuttle cartridge were inspected for anomalies. A kink was observed near the distal end of the procedural sheath which may have obstructed the device path during deployment. Per functional analysis, the shuttle down procedure was simulated. The advancer tube was able to engage the proximal tamp lock during investigation. No anomalies were observed. A product history record (phr) review of lot f1928204 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event the reported ¿failure to deploy - advancer tube¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as an incomplete engagement of the advancer tube during the procedure, or a kink in the procedural sheath, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.